Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and high blood glucose levels. The customer's blood glucose level at the time was 435mg/dl. The customer treated the high with bolus. The customer declined to troubleshoot for the highs. The customer was assisted with sensor errors.